Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's pump volume was low when set to high. There was no impact to the customer's blood glucose level. The contact stated that it was possible that the usb port of the pump may have been exposed to water, but contact stated they had completely dried the pump. While contacting tandem technical services, the contact stated the customer had received multiple occlusion alarms. The contact declined to troubleshoot the cause of the occlusion alarms. The customer reported would continue to use the pump for diabetes management.